Manufacturer narrative:
Additional information received on 23 march 2016 from the initial reporter and includes: the event occurred during surgery. The instrument damaged during the hammering. This was the first time this instrument had been used. Additional information received on 31 march 2016 from the initial reporter and includes: shavings have been removed by rinsing a lot. None of them remained in wound. Batch review performed on 13 april 2016. (B)(4). To date, no similar events have been already reported on items of the same lot. Visual inspection performed on 15 april 2016 by the r&d project manager: we have checked the hardness and the material of the broach handle body, the production specifications were respected. (B)(4).

Event description:
The broach handle metal was broken away while hammering it and some metal shavings got away. The surface got pointed and its risky because the gloves can get torn.